Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. Unable to verify failed battery test alarm due to button error alarm. Unit had cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 183 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.